Event description:
A nurse reported poor aspiration was noted during three cases in the same day. These events resulted in 10 minute delays during each procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No sample was returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. To address this issue, customer was instructed to examine the accessories involved, as well as the number of times the fluidic management system had been used. System verification was performed; system met specification. (B)(4).